Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had several alarms from their insulin pump. The customer reported receiving a signal too low alarm, displayable history check failed on start up alarm and an unexpected restart alarm. The customer's blood glucose was 372 mg/dl. Customer will be treating their blood glucose with a bolus. Troubleshooting found the insulin pump passed a self test. The customer also stated the correct bolus amount was recorded in the bolus history. The customer was advised to monitor their insulin pump. No additional information provided.